Event description:
Philips received a complaint on the xl+ defibrillator indicating the ECG cable was failing and can't be used by customer. The device was evaluated by the fse, and they found the 3 - lead ECG cable not functioning. The fse replaced the 3 ¿ lead ECG cabling. The device returned to full functionality. Based on the information available and the evaluation conducted, the cause of the reported problem was the ECG cabling. The problem was confirmed. The device was repaired and returned to full functionality. No further actions at this time.